Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. This occurred during peritoneal dialysis (pd) therapy. Continuous ambulatory pd therapy was discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.